Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument and observed bubbles coming out from the buffer valve 14 assembly. Fse replaced the buffer valve 14 assembly to resolve the issue. Full beckman coulter identifier is (B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneous high na (sodium), k (potassium) and cl (chloride) patient results from cell 2 and observed the buffer would not fully dispense with bubbles present in the buffer line. Customer stated there were no erroneous results reported out of the lab and no change in patient treatment. All qc ( quality control) recoveries were within the lab established ranges on the event date. Please refer to MDR 9612296-2017-00013 for the event that occurred on (B)(6) 2017.